Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was further reported that the procedure was delayed for approximately 10-15 mins as they made various attempts to remove the tip of cam loc driver. Procedure was completed successfully with patient outcome reported as fine.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. Investigation summary: the sky cam tightener shaft (part # 286840000, lot # nw132539, mfg # 24-jun-2013) was received at us cq with one of the distal ends broken off. This is consistent with the reported complaint condition, thus confirming the complaint. The embedded condition cannot be confirmed since x-rays were not sent to us cq. Dimensional inspection: dimensional analysis was completed, the outer diameter of the shaft, measured 3.74 mm (caliper ca818). This is within specification of 3.75 mm ± 0.1, based on drawing. Document/specification review: the following drawing(s) was reviewed: double ended cam tightener, shaft prius cap. Conclusion: there is no indication that a design or manufacturing issue contributed to the complaint. While no definitive root cause could be determined it is possible that the device encountered unintended forces. No new malfunctions were observed during the course of this investigation. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device history lot: a review of the receiving inspection (ri) for cam tightener shaft was conducted identifying that lot number nw132539 was released in a single batch. Batch1: lot qty of 140 units were released on 24 jun 2013 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint (B)(4). (01)(B)(4), (11) unknown, (10) unknown.

Event description:
Dr (B)(6); (B)(6) hospital (B)(6) 2019. Surgeon was performing an anterior cervical discectomy and fusion (acdf) at c6/7. Surgeon had successfully performed discectomy and had placed graft (iliac crest autograft) successfully into disc space. Surgeon selected plate and had successfully inserted all four screws. Surgeon went to use 'cam loc' driver to lock the initial screw and tip of cam loc driver sheared off in the cam loc interface. Surgeon and assistant both made attempts to remove the foreign object but the tip was firmly wedged into the interface and was flush with the interface offering no leading edge (protrusion) to allow for it to be removed. After multiple unsuccessful attempts to remove the tip the surgeon decided to leave the tip in-situ as he was confident that the tip would not come loose and would not cause irritation or damage to the patient. Cam loc driver will be returned for investigation purposes. Ae to patient: user aware but patient unknown. Male patient ID: (B)(6), aged (B)(6), dob: (B)(6) 1949. Concomitant device reported: unknown screw (part# unknown, lot# unknown, quantity 1). This complaint involves one (1) device.